Event description:
It was reported that the foley catheter was difficult to drain water during pretest. It was stated that the balloon was partially deflated, but could not be removed and usually balloon could be deflated within 10 seconds.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. No root cause was provided as the event was unconfirmed. A device history record review was not required as the investigation was unconfirmed. As the reported event was unconfirmed a labeling review was not required. The actual/suspected device was inspected.

Event description:
It was reported that the foley catheter was difficult to drain water during pretest. It was stated that the balloon was partially deflated, but could not be removed and usually balloon could be deflated within 10 seconds.

Event description:
It was reported that the foley catheter was difficult to drain water during pretest. It was stated that the balloon was partially deflated, but could not be removed and usually balloon could be deflated within 10 seconds.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.